Manufacturer narrative:
In regard to this event, we were informed of liquid in the vgpc tube at the back of the module was filled with fluid and that the irrigation stopped which resulted in a soft eye during surgery. Additionally, it was indicated that an warning code was triggered indicating that the air backup system is defective. The eva surgical system subject to this complaint was inspected on location. Testing of the system on location could not reproduce the reported event. The vfie/air module was returned to dorc for investigation. Investigation of the returned vfie/air module determined that the pressure regulator of the safety pressure became instable over time, causing the safety pressure to move outside of its limits. This triggered the eva surgical system to generate a warning message on the screen indicating that the air backup system is defective. Please note that this defect is a known phenomenon and that corrective actions have been implemented to prevent this failure from occurring in the future. When the warning message is triggered, the eva surgical system will go into a safe state. However, this does not explain the liquid in the tubing and/or the spontaneous stopping of the irrigation. When there is liquid in the vgpc tubing, irrigation will stop because the liquid in the tubing will prevent air from building up pressure in the vgpc bottle. It is possible that the liquid could have entered the tubing via the vent needle which is part of the vgpc set. Possibly due to an unintended use error or an issue with the vgpc set. Unfortunately, the vgpc set was not returned for investigation. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint until today. Based on the investigation performed, it was determined that the reported event is attributable to the reported liquid in the vgpc tubing. However, based on the information available, a root cause could not be determined conclusively for this event. Most likely the event is the result of an unintended use error or an issue with the vgpc set. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident. All similar incidents related to the eva surgical system are included in the analysis. Since 2018 more than 750.000 surgeries have been performed with the eva surgical systems installed.

Event description:
We were informed that during a combined procedure the irrigation stopped and the eyeball collapsed. No actual patient harm or delay was reported.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We were informed that during a combined procedure the irrigation stopped and the eyeball collapsed. No actual patient harm or delay was reported.